Event description:
During stent assisted coil embolization of a distal internal carotid artery aneurysm, an enterprise stent (enf452812/10222387) was caught 10cm from the hub of the prowler select plus microcatheter (catalog and lot numbers unknown). The surgeon removed the stent from the microcatheter without difficulty and the procedure was successfully completed with the same microcatheter. It was reported that a continuous flush had been maintained through the microcatheter. Neither the stent nor the stent delivery system appeared damaged. Product analysis revealed that the stent was fractured and the delivery wire was fractured/separated and corroded; however, the final analysis has not yet been completed.

Manufacturer narrative:
Correction: it was previously reported that product analysis revealed "distal section of the guidewire presented evidence of reverse bending conditions. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to a tensile overload." This was reported in error. There was no reverse bending (see corrected analysis in complaint conclusion below). Complaint conclusion: during stent assisted coil embolization of a distal internal carotid artery aneurysm, an enterprise stent (enf452812/10222387) was caught 10cm from the hub of the prowler select plus microcatheter (catalog and lot numbers unknown). The surgeon removed the stent from the microcatheter without difficulty, and the procedure was successfully completed with the same microcatheter. It was reported that a continuous flush had been maintained through the microcatheter. Neither the stent nor the stent delivery system appeared damaged. Product analysis revealed that the stent was fractured and the delivery wire was fractured/separated and corroded. The device was returned for analysis. The delivery wire and stent were inspected under vision system and a fractured condition was observed on the stent strut and another fractured condition was observed on the delivery wire tip end. (Tip was observed fractured and separated, the separated portion was not received). Dried saline solution residuals were observed on the delivery sire at distal tip section. The delivery wire and stent were sent to sem analysis in order to determine the cause of the fracture in the core wire found during analysis. Results showed that the wire presented evidence of corrosion at proximal section of the fracture. Also ductile dimples were found in all the fractures observed in the stent, ductile dimples suggest that stretching / pulling events were occurred. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10222387. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The report of resistance between the enterprise and the microcatheter could not be evaluated, since functional testing could not be performed due to damages observed in the device (fracture of the stent and delivery wire). The cause of the resistance could not be determined; however, procedural/handling factors may have contributed to the event reported. Additional analysis was performed by lake region, with additional investigation by codman cnv, and it was concluded that prolonged exposure to corrosive saline solution and blood was the most likely cause of the corrosion found. Historically, the time the specimen is exposed to the corrosive blood and saline is from 1 to 20 weeks (the time from of the clinical event to the device being analyzed in the failure analysis laboratory). Since it was reported that neither the stent, nor the stent delivery system appeared damaged by the customer while in the clinical setting and immediately following the clinical event, the corrosion presented by the returned specimen were most likely post-procedural. An internal investigation was opened to address this issue. Since there was no evidence of a manufacturing issue related to the complaint, no corrective actions were taken.

Manufacturer narrative:
(B)(6). The product was returned for analysis and the preliminary analysis was completed, but the final analysis is still pending. Preliminary analysis revealed: the delivery wire and stent were inspected under vision system and a fractured condition was observed on the strut from stent and other fractured condition was observed on delivery wire tip end. Dried saline solution residuals were observed in delivery wire at distal tip section. The delivery wire and stent were sent to sem analysis in order to determine the cause of the fractured in the core wire condition found during analysis, results show that the wire presented evidence of corrosion a the proximal section of the fracture and distal section of the guidewire presented evidence of reverse bending conditions. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to a tensile overload. Also ductile dimples were found in all the fractures observed in the stent. Ductile dimples suggest that stretching / pulling events were occurred. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10222387. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.